Event description:
As reported during a hysterectomy procedure, the cutting forceps was found not working. The user used a second handpiece to complete the intended procedure. There was no patient harm or impact reported due to the event. No user injury was reported.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was inspected and also tested for functionality, and as a result the initial complaint couldn't be confirmed as the device passed inspection and couldn't reproduce the error mentioned. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the event is a known phenomenon likely resulting from incorrect device set-up or ensuring correct generator settings. The following information is stated in the instructions for use: "warning: insufficient generator output time or generator output level may not provide the operator with the desired level of coagulation." Olympus will continue to monitor field performance for this device.